Event description:
Customer reported a continuous glucose monitor (cgm) error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions for a complete pump reset, but the error reoccurred, leading to the decision to replace the pump. The pump was under warranty, and the customer was advised to continue using the current pump as backup therapy until the replacement arrived. Instructions were given on putting the pump in storage mode and returning it with a prepaid label.